Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the device was partially deployed and the clip visible and still loaded on the carrier tube. It was additionally reported that resistance was felt during thumb advancer deployment which was stopped approximately 1.9cm distal of the tip. Internal inspection found the movement of an internal component (garage block) was restricted which resulted in the proximal displacement of the components tube and exposure of the loaded clip. This prevented further deployment of the device and the clip by limiting the movement of the clip pusher block/tube assembly. Review of the device history record for this lot did not produce any findings relevant to this report. The root cause for the restricted movement of the garage block and subsequent inability to deploy the clip is due to resistance encountered while advancing the thumb advancer. Resistance encountered during thumb advancer deployment is consistent with radial force constriction on the sheath. Factors that may contribute to radial force constriction may include a tight tissue tract or anatomical conditions. The investigation is on-going.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, before deployment the starclose se device felt "stiff". The device was not deployed in the patient. It is unknown how hemostasis was achieved. There were no adverse patient effects reported. Though requested, no additional information was provided.